Event description:
It was reported that during an esophagectomy procedure, the end of the sleeve was broken off when the device was used as a camera port between the 8th ribs. The broken pieces were retrieved from the patient and no pieces were left in the patient. Another device was used to complete the case. There were no adverse consequences to the patient. The doctor commented that the inserted camera was moved up and down to take a larger view.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.